Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0mrwm, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling uncomfortable stimulation. It was stated lately they were having trouble with their stimulator, and it was stimulating all the time. The patient stated they had stimulation on 2.6v or 2.7v and decreased it to 1.5v but was still getting uncomfortable stimulation. It was noted that therapy wasn't on and was confirmed with using patient programmer (pp). It stated the patient was on program 2 at 0.2v. It was indicated that the patient had a fall and thought there was a short in the wire because the stimulation felt uncomfortable when they crossed their leg or moved a certain way. The patient was able to turn stimulation down to 0v and stopped feeling the uncomfortable stimulation. It was stated they changed to program 3 and felt uncomfortable stimulation, but the patient decreased stimulation to 1.1v and confirmed it was comfortable. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.